Event description:
Same case as mfg# 2134265-2008-04387. It was reported that during a percutaneous coronary intervention procedure, withdrawal resistance was encountered. The severely calcified, 90% stenotic lesion being treated was located in the mid-segment of the moderately tortuous left anterior descending (lad) artery. The 1.5mm rotalink catheter and rotawire were advanced to the lesion. The lesion was ablated two times with the 1.5mm rotalink burr and withdrawn from the lesion site. Upon attempting to withdraw the rotalink system from the pt, in dynaglide mode, resistance was encountered. The rotawire was unable to be removed from the rotalink catheter and therefore, removed together as a unit. The procedure was completed with another of the same device. No pt injury or complications were reported. The pt's condition was reported as "no problem."